Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itching with skin flaking on his back. It was reported the electrode belt cords were irritating the patient's skin. The patient's wife reported the patient has planters' warts and foot pain. There was no alleged device malfunction contributing to the irritation. It is unclear if the home health nurse recommended the patient use diabetic lotion. The patient's wife reported the patient's doctor was aware of the irritation. The patient used (B)(6) for the irritation. The irritation improved with the use of anti-itch cream. Reporting out of abundance of caution.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itching with skin flaking on his back. It was reported the electrode belt cords were irritating the patient's skin. The patient's wife reported the patient has planters' warts and foot pain. There was no alleged device malfunction contributing to the irritation. It is unclear if the home health nurse recommended the patient use diabetic lotion. The patient's wife reported the patient's doctor was aware of the irritation. The patient used vaseline and goldbond for the irritation. The irritation improved with the use of anti-itch cream. Reporting out of abundance of caution.